Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the potential cause of the phenomenon was because corrosion occurred inside the connector part of the device due to water invasion. The electrical continuity was disrupted due to water invasion causing the scope connection (b30) error. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): as to the handling methods of the subject device, ¿olympus bf-uc190f operation manual¿ describes the following. Physical damage of the subject device might be prevented by following these descriptions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ultrasound bronchofibervideoscope exhibited b30 communication error. There were no reports of patient involvement.